Manufacturer narrative:
On (B)(6) 2021 customer alleged that she received a stuck button alarm. The following actions/tests will be performed: visual inspection for cosmetic damage; power up test; functional test of the keypad buttons; required tests; cutting open the case; visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, faded serial number label. Device passed self test; it failed the rewind test returning a pump error 38. All buttons functioned properly. No damage noted to keypad assembly, and unable to perform the displacement test due to the recurring pump error 38. The case was cut open. After visual inspection, the connector on electrical board 1 was locked properly. On the other hand, there is corrosion on the home motor switch, and the rubber stopper of the motor slide is missing. In summary, customer allegation for a stuck button alarm was not confirmed during testing; however the unit fails because it returned a pump error 38 during motor rewind. This is due to the moisture damage on the home motor switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping with the stuck button alarm. Customer had gone to the pool with the insulin pump just for 2 minutes. Insulin pump also had little bit of crack. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.